Manufacturer narrative:
Updated h2 and h3 with device evaluation.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Blood was observed on the adhesive pad of the returned device. The bottom housing was checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 325 mg/dl (18.1 mmol/l) while wearing the pod on the arm between 49 and 71 hours. The patient reported noticing the pod was leaking during wear, and there was bleeding noted on the pod adhesive. The pod was removed, and there was no medical assistance required. The device evaluation found a tear in the cannula.